Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the continuity of the fiber tip was lost and damaged, resulting in its detachment. The fiber and the detached tip were removed, and nothing remained inside the patient. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The control knob is attached and aligned with the fiber and can rotate the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the saline functional test. The hene (helium-neon) test found no breaks along the fiber length. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. Microscopic inspection identified that the glass tip was protruding from the metal cap and the tir was misaligned with the glass firing window, indicative of glue failure. Also, the fiber metal cap exhibits severe debris adhesion on its surface, indicative of prolong tissue contact. Based on the analysis results, the reported event could not be confirmed as the fiber tip was not detached from the fiber. However, the observed glue failure is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the glue failure at the fiber tip. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The interaction between the user and device, most likely caused or contributed to the observed fiber tip damage.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the continuity of the fiber tip was lost and damaged, resulting in its detachment. The fiber and the detached tip were removed, and nothing remained inside the patient. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Correction to field h11: additional MFR narrative. Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the saline functional test. The hene (helium-neon) test found no breaks along the fiber length. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. Microscopic inspection identified that the glass tip was protruding from the metal cap, and the total internal reflection was misaligned with the glass firing window, indicative of glue failure. Also, the fiber metal cap exhibits severe debris adhesion on its surface, indicative of prolong tissue contact. Based on the analysis results, the reported event could not be confirmed as the fiber tip was not detached from the fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber tip detachment. However, analysis did identify glue failure which is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the glue failure, and the glass tip protruding from the metal cap. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The interaction between the user and device, most likely caused or contributed to the observed fiber tip damage.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the continuity of the fiber tip was lost and damaged, resulting in its detachment. The fiber and the detached tip were removed, and nothing remained inside the patient. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the continuity of the fiber tip was lost and damaged, resulting in its detachment. The fiber and the detached tip were removed, and nothing remained inside the patient. The procedure was completed using another fiber. There were no patient complications reported.